Event description:
It was reported via receipt of clinic notes for the vns patient from the treating neurologist's office that the patient was seen for f/u on (B) (6) 2010, where it was indicated that the patient had been experiencing an increase in seizure frequency over the past year. The notes stated that a diagnostic test was performed, which revealed high lead impedance. The physician documents that the pt will be referred to a surgeon to have the lead and generator replaced. Good faith attempts to obtain add'l info from the treating physician have been made, but no add'l info has been received to date. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.